Manufacturer narrative:
Concomitant medical products bone screw 6.5mm dia x 35mm long (cat# 120-65-35 / serial# (B)(4)). Nv gxl lnr, +5lat, 36mm g2-52/54mm cups (cat# 136-36-52 / serial# (B)(4)). Cocr fem head 36mm +0 offset 12/14 (cat# 142-36-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 7 yrs postop the initial ltha, the (B)(6) male patient was complaining of discomfort and cup loosening was noted on x-ray. All acetabular components were explanted and replaced with a competitor. Femoral stem remained intact and femoral head was replaced with a femoral head 28mm od and adapter +3.5mm. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to hospital policy.

Manufacturer narrative:
H3: the evaluation noted that revision reported was likely the result of an insufficient bond between the acetabular cup and the bone, which led to aseptic (non-infected) acetabular cup loosening. However, this cannot be confirmed as the devices were not returned for evaluation and x-ray images were not provided. The most probable root cause associated with the reported event of "loosening - acetabular" is associated with weakened integration of the acetabular component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.